Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has a crack near the reservoir compartment. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer also reported that the reservoir was able to lock in place when inserted into the pump. Customer was advised the insulin pump will be replaced. The device has been returned for analysis.